Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition of a connection issue. During visual observation, it was noted that tubing had become disconnected from the tubing adapter, confirming the report. It was noted that no solvent residue was found at the end of the tubing. The cause of the reported condition could not be determined. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cassette of an automated peritoneal dialysis (apd) set with cassette. This occurred during the prime. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up medwatch will be submitted.